Manufacturer narrative:
The investigation showed that the lime stone effect happened due to the cyanoacrylate glue. This is discussed with the production department and the procedure has been changed. Cannula seems to have trace of " limestone" hence concluded as reportable. The associated risk is foreign body reaction. (B)(4). All available information has been disclosed. This complaint has now been closed.

Event description:
We received a complaint it seems to have trace of " limestone" on it. Sample available.